Event description:
It was reported that the patient was hospitalized with a myocardial infarction on (B)(6) 2026. They reported hyperglycemia of 400 mg/dl with a different pod on (B)(6) 2026 and were unsure if this contributed to the cardiac event. The patient's blood glucose levels reached 250 mg/dl with the pod worn during the hospitalization. The pod was worn on the arm between 36 and 48 hours. Reported symptoms included chest pain. The patient was diagnosed with myocardial infarction. Treatment included stent placement and medication therapy. The patient was discharged on (B)(6) 2026. Both pods were discarded. Two reports have been submitted; this report corresponds to the second pod used (see (B)(4).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.